Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a calibration alert as well as a threshold suspend on their insulin pump. The patient's blood glucose was at 130 mg/dl. The customer was assisted with trouble shooting and found that the cannula was bent. The customer complained about pain and irritation at the site of the insertion. The customer was informed that the sensor needs to be replaced. No further information was provided.